Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We,therefore, consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer experienced low blood glucose. The customer's blood glucose was 35 mg/dl at the time of incident. The representative stated that the customer treated the low blood glucose with glucose tablets and soda. The insulin pump will not be returned for analysis.